Event description:
During a meniscal repair, it was reported the first anchor was deployed as per technique. With this in situ, the anchor loading handle was actioned again, but it failed to collect the second anchor rendering the device useless. The suture was cut and first anchor was left in position behind the capsule outside of the knee joint. It was reported that this was a medial meniscal repair of the red and white area of the meniscus using an ipsilateral approach. Another fast-fix was used to complete the procedure. There was a two minute delay in the procedure. It was reported the patient was okay post-procedure. The device has been discarded.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. (B)(4).